Event description:
The following has been reported: biomed reported: 'pump problem'. Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Correction: "date of this report" for follow-up # 001 was incorrect. Corrected "date of this report" to today, 09/09/2025.

Event description:
The device was returned for sticky fva pins. Upon evaluation it was found the outlet fva pin was stuck and unable to be actuated. A cleaning was performed and drag was resolved. New fva pin lip seals are required. No additional damage was identified and the pump was able to complete a post cleaning infusion. Odometer date review was done and it was found the batteries have very high cycle counts. While they have not resulted in a failure yet, the batteries will be removed and replaced.

Event description:
The device was returned for sticky fva pins. Upon evaluation it was found the outlet fva pin was stuck and unable to be actuated. A cleaning was performed and drag was resolved. New fva pin lip seals are required. No additional damage was identified and the pump was able to complete a post cleaning infusion. Odometer date review was done and it was found the batteries have very high cycle counts. While they have not resulted in a failure yet, the batteries will be removed and replaced.